Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the blood tubing "split open during an infusion". The IV tubing was in the pump when they noticed the breakage. No patient harm reported.

Manufacturer narrative:
The customer¿s report of a split open silicone segment was confirmed. Visual inspection of the silicone segment did not show any rupture or damage. The retainer rings on the upper fitment and lower fitment were still intact and showed no signs of damage. Functional testing was performed and a small pin-hole leak was observed during priming and a gravity infusion. Pressure testing was performed and the pinhole leak was confirmed. The root cause of the silicone segment pinhole tear near the upper fitment was not identified.